Event description:
It was reported that the device failed delivery accuracy. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found missing tamper seal, the latch lock would not release and peeling on the downstream occlusion sensor seal. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The pump was tested and was found to be functioning within manufacturing specifications. No corrective action was taken as the root cause of reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.